Event description:
A caller reported an issue with a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and the caller successfully started their sensor session after the reset, with no recurrence of the error code.